Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: plasmablade¿ tna - additional plastic on device tip - there was an extra piece of plastic on the adenoid tip. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ tna. Product number: ps300-002, lot number: 0209688682 - old design expiration date: 21-jun-2018. Quantity returned: 1. Testing performed: device packaging inspection: one returned plasmablade¿ tna device with an adenoid tip was received inside a fedex shipper box within two plastic bags with no packaging to fill the negative space. The tyvek® lid was returned; the device information was confirmed against the information listed within (B)(4) from the tyvek® lid. There was no paperwork provided. Device visual inspection: the device handle was returned with an adenoid tip. The tonsil tip and the cleaning brush were returned unopened and inside the original pouch packaging with no evidence of use. The device appears clean and used. The tna adenoid tip electrode wire, plastic housing, and suction opening contain minimal tissue and coagulum buildup, image # 1 thru image # 8. There is wear of the plastic housing with minor melting at the corners and the electrode wire remains intact and attached to the plastic housing with no observation of additional plastic on the adenoid tip, image # 1 thru # 8. All electrosurgical devices exhibit wear during use and wear is acceptable if it does not affect the safety of the device. The efficacy of the device is not affected by the damage exhibited on the device. The adenoid tip was cleaned and the ¿test method procedure for adenoid tip¿ was utilized to determine if the wear of the wire electrode and plastic housing is acceptable, image # 11 thru image # 14. Acceptable damage: adenoid tip: the wire remains intact <(><<)>(><(><<)><(><<)>)> 33% of the ¿wire square¿ is exposed. The wire still has support from the housing and does not exhibit deformation in the ventral to dorsal direction during application. The melt-back is not wispy or stringy in appearance. Unacceptable damage: adenoid tip . There is no unacceptable wear on the returned adenoid tip. Insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup on the electrode wire and plastic housing which can diminish device performance, compromise the plastic housing, the electrode wire and can contribute to the clogging of the suction opening. See the reference picture of an adenoid tip - old design for comparison, image # 9. There was no observation of additional plastic on the adenoid tip; however, the plastic housing is melted. Functional inspection: the functional inspection portion of this complaint inspection was not performed as the complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # 0209688682 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint not confirmed: there was no observation of additional plastic on the adenoid tip. Additionally, it was found that the adenoid tip plastic housing is melted, however, meets the acceptable damage requirements. This complaint will be tracked and trended within (B)(4). Note: the returned adenoid tip is from the old design. Reference documents: (B)(4) - work instructions for complaint investigations - disposable devices 31-10-1370 rev. J - product specification and quality plan - tna product family 70-10-1447 rev. C - peak plasmablade¿ tna - IFU 70-10-1429 rev. C - pulsar¿ ii generator operator¿s manual 61-10-0017 rev. H - device button tactile test procedure 61-90-0700 rev. D - test method procedure for adenoid tip test equipment: the functional inspection portion of this complaint inspection was not performed as the complaint was confirmed via visual inspection. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
At the beginning of an ent case, the surgeon reported an extra piece of plastic on the tip of the plasmablade device. Nothing detached from the device and there was no impact to the patient. During analysis, there was no observation of additional plastic on the adenoid tip. Additionally, it was found that the adenoid tip plastic housing was melted.